Event description:
Recent we did a two site mega-c operation revision indication with big bone loss at the tibia. Tibial replacement on both sites. 2 weeks ago, we did a re-fixation of the tibial screws on the left site. We did an analyze of what the purpose of this could have been. With the conclusion after the re-operation that it was bead luck. Because no reasonable reason was occurred. But today we received the same problem at the other site. Old patient, not to have, well motivated, moving with restriction of braces.[customer] update: see the event information from my colleague about the surgery; we opened the knee, just under the patella until we came across the plate. The screws were indeed loose and the lars ligament was torn loose. We removed the screws and checked them. See pictures. The lateral screw had a dent 1/3 from the tip. It was probably in the component up to that point. The medial screw showed no damage. We removed some soft tissue to see if we could make the plate land better and add more turns to the component. Tried to tighten the screw twice. Then this works. Tightened alternately during the last strokes, so alternated between medial and lateral. With the last turn of the lateral screw there suddenly seemed to be room to continue turning. This didn't feel good. Screw broken or windings broken? Removed the screw and saw that it was badly damaged by the last attempt. Decided to open the spare component and removed the 2 screws. To be sure, we have now tightened the plate in the bottom position instead of the top (initially) with a new screw both medially and laterally. These were also tightened alternately until we had a good grip. 2 fiber wires were fed through the plate before we screwed it in place. After tightening, these fiberwires were used to attach the patellar tendon.[distributor]

Manufacturer narrative:
This is the final supplemental report, the complaint is closed.

Event description:
Recent we did a two site mega-c operation revision indication with big bone loss at the tibia. Tibial replacement on both sites. 2 weeks ago, we did a re-fixation of the tibial screws on the left site. We did an analyze of what the purpose of this could have been. With the conclusion after the re-operation that it was bead luck. Because no reasonable reason was occurred. But today we received the same problem at the other site. Old patient, not to have, well motivated, moving with restriction of braces. [Customer]. Update: see the event information from my colleague about the surgery; we opened the knee, just under the patella until we came across the plate. The screws were indeed loose and the lars ligament was torn loose. We removed the screws and checked them. See pictures. The lateral screw had a dent 1/3 from the tip. It was probably in the component up to that point. The medial screw showed no damage. We removed some soft tissue to see if we could make the plate land better and add more turns to the component. Tried to tighten the screw twice. Then this works. Tightened alternately during the last strokes, so alternated between medial and lateral. With the last turn of the lateral screw there suddenly seemed to be room to continue turning. This didn't feel good. Screw broken or windings broken? Removed the screw and saw that it was badly damaged by the last attempt. Decided to open the spare component and removed the 2 screws. To be sure, we have now tightened the plate in the bottom position instead of the top (initially) with a new screw both medially and laterally. These were also tightened alternately until we had a good grip. 2 fiber wires were fed through the plate before we screwed it in place. After tightening, these fiberwires were used to attach the patellar tendon. [Distributor].